Event description:
Pt was experiencing pain and irritation in the left temporomandibular joint. It appeared the two fossa screws were loose. It was believed that the instability of the device was causing the pain and irritation. Initial indication for surgery was to attend to the loose fossa-eminence screws. During surgery it ws noted the condylar head had eroded and was subsequently replaced with a condylar prosthesis with a metal head. The fossa eminence prosthesis was also replaced. The subject of this report is the ware of the condylar head.